Manufacturer narrative:
H.6. Investigation summary: two loose 3ml syringes without any packaging were received and visually evaluated. The syringes had labels attached indicating medication ¿lido + epi¿ and dates (B)(6) and (B)(6) 2019. Both syringes had cracks in their barrel walls outside the scale markings. The cracks extended along the length of the barrel from the luer collar to approximately 1ml marking on one syringe and to 2-1/2 ml marking on the other syringe.furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Per verbatim the devices cracked during use. It is difficult to tell what the root cause for the barrel cracking during use may be. It is possible manufacturing process, such as improper assembly, contributed to the later failure of the devices. It is also unknown how the devices were handled during preparation for use which may have contributed to the failure. No corrective actions are necessary based on the defective rate identified. Batch 9105845 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no: 309657. Batch no: 9105845. It was reported that during us of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringe leaked out of side and appears to have a small crack. The following information was provided by the initial reporter: per customer, syringes have leaked out of the sides from what seems to be a small crack.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 309657, batch no: 9105845. It was reported that during us of the 3 ml bd luer-lok¿ luer-lok¿ tip the syringe leaked out of side and appears to have a small crack. The following information was provided by the initial reporter: per customer, syringes have leaked out of the sides from what seems to be a small crack.